Event description:
The patient contacted lfs alleging a power issue with the one touch ping meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The meter powered on by pressing down on the power button. The patient was using the correct vial of test stirps; however, the meter did not power on with the test strip fully inserted into the meter. Meter was replaced. The complaint is being reported since the meter does not power on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.